Event description:
It was reported that the patient thought she had another granuloma. She stated that she could not walk and had "new pain in her legs and feet for about 3 - 4 months." The physician had changed her medication from morphine to fentanyl in october. Additional information has been requested, a follow-up report will be sent if additional information becomes available.